Event description:
According to the facility on (B)(6)2022 a registered nurse was wiping the arm of a patient when they were stuck' by a retained needle in the patient's right upper arm. Per the facility no serious injury was reported other than a small puncture from the needle. The nurse was sent to the facilities occupational health and a routine blood draw was performed, and the employee is currently back at work without medical intervention being required. No sample available.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.